Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field-d1(brand name, model, catalog number), d4. As di number is not available for registered catalog number, brand name and UDI have kept blank.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) was experiencing code 52 electrical test failure and continuous alarm when plugged in. There was no patient involved.